Event description:
Customer reported receiving low blood glucose readings from their freestyle meter around dinner time that were consistent with their symptoms. The readings reported were 46 mg/dl and 27 mg/dl within 20 minutes. The customer treated themselves by drinking a glass of juice and customer called the paramedics. Upon arriving, the paramedics tested the customer and received a reading of 189 mg/dl. No treatment was administered by the paramedics. Customer reported that later that night, they performed comparison tests with the freestyle meter and results of 24 mg/dl and 162 mg/dl were given. The tests were reported to have been performed on the finger. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. No adverse event was reported as a result of these reported readings.